Manufacturer narrative:
This event is no longer considered reportable by the manufacturer for the following reasons: the reported event occurred during device testing, the reported event occurred prior to patient use, the patient did not experience any adverse outcome.

Event description:
According to the reporter, during a routine tracheostomy tube change the pilot balloon broke. The reported event occurred during testing and prior to insertion of the device. It was reported that as a result of the event, a different tracheostomy tube was inserted into the patient. No adverse effects to the patient were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that there were two tracheostomy tubes with holes in the cuff. Additional information has been requested and not received. No adverse events reported at this time.